Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant snapped during insertion. Implant was removed and procedure was completed using another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified that it was severely fractured at the collar and the external threads were damaged. Additionally, there was bone residue around the external threads due to usage. The reported device was being placed on tooth #22 when the incident occurred. The patient was also reported to have moderate bone density ¿ type ii bone. There was not x-ray & picture provided by the reporter. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant snapped during insertion. Implant was removed and procedure was completed using another implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. The following sections have been corrected: h1: type of reportable event.

Event description:
No further event information is available at the time of this report.